Event description:
It was reported the battery measurement at implant was 3.60 volts. The battery voltage 19 days post-op was 3.58 volts. The device was programmed at 1.0 volts/ 60 usec / 145 hertz (c+ and 2-). Therapy impedance was 1240 at 13 ua. Electrode impedances were 887 at 16 ua for electrode 0, 854 at 16 ua for electrode 1, 1096 at 14 ua for electrode 2, and 1161 at 14 au for electrode 3. All bipolars were within 100-1000 ohms. The nurse stated they would bring the pt in more frequent for battery checks to closely monitor the battery does not continue to drop. The physician usually changes out the batteries at 3.64-3.63 volts. The neurostimulator was removed prophylactically to avoid in-vivo battery depletion (low battery reading since implant). The neuro stimulator was replaced. The pt recovered without sequela.

Manufacturer narrative:
Upon leaving the MFR, the battery was measured at 3.531 volts which was within prod specs. The neurostimulator was returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.